Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their implanted defibrillator was beeping, which made them nervous. The patient was also trying to get information regarding an upcoming medical procedure and was waiting for a callback from the hospital. The beeping occurred after they were on the phone with a nurse about their procedure. It was further reported by the patient that "my wire flew off of my heart and I have a procedure on the 18th." The patient was advised to inform their heart clinic about the alert and to follow up with them regarding the upcoming procedure. The right atrial (ra) lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.